Event description:
Breast implants were done in 1978 at another facility. They were replaced in 1980. Both operations were done at unknown facilities. Both implants were removed at hosp on 4/29/94. The left implant was grossly ruptured. The right implant was intact. The pt refused to provide any info on the previous two implant surgeries. Rptr was not able to identify the MFR.